Event description:
Father called for the daughter who is the pt. The omnipod was placed in the afternoon when the bg reading was 335. She was given a correction bolus of 0.8u and a snack bolus of 0.55u. Two hrs later, the bg reading was high. She was given a 2u bolus. The father indicated that when they removed the omnipod they programmed a large bolus, and it was some time before any insulin came out of the cannula.

Manufacturer narrative:
The product was not returned, therefore it is difficult to determine the cause of this report. The pt followed the labeling an conducted periodic monitoring of bg levels as recommended in the user manual. There was no adverse event. The DHR was reviewed and did not show any abnormal events or trends from manufacturing and testing. The lot met all acceptance criteria.